Event description:
Massive ascites-creation after adept. Indication was intraabdominal temporary lid-, face,-, hand. Duration: 4 days. Drugs/dose: 1 I adept; batch: 06483002; application: intraabdominal; indication: laparatomy adhesion prophylaxis. The next month drugs/dose: 1,5 x 1 I adept; batch: 06483002; application: intraabdominal; indication: laparoscopy adhesion prophylaxis. Two days later / laparoscopy: elimination of lesion of cystoscopy urinary bladder, ureter, bowel. Suspected connection with drug no. 1 and 2 (=adept); has drugs been used before: yes; tolerated by pt: yes; reexposition: positive. Basic disease: adhesion with massive disturbances after abdomen surgery. Characteristic anamnesis: contraceptivum was taken. Change of laboratory parameters in connection with this side effect: eosinophilia 25%. Course of therapy of side effect: solu decortin 250mg / 200mg / 100mg (inn name: prednisolon-21-hydrogensuccinate) from 3 days later afterwards complete involution of symptomatic; life-threatening: no; the next month pulmonary embolism and insult (remainder of sentence is not readable).

Manufacturer narrative:
Baxter medical director assessment: january 16, 2007: the formation of ascites (massive is not clearly defined) is a possible, labeled complication of the use of adept. The product may have reasonably contributed or determined the ascites complication. Medical director. Feb 8, 2007: no add'l activities are required as ascites is a situation that may possibly occur in the course of the utilization of adept. Medical director. Assessment of causal connection: likely. Further comments: pt is at the moment within hospital. Who was informed: medical director of the hosp. A clarification request has been made for the info that was not readable.